Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a peripheral arterial occlusion in the left proximal popliteal artery using the hawkone m h1-m atherectomy device for a plaque lesion (10 cm+ length, 3.0 mm vessel diameter, minimal tortuosity, minimal calcification), a mechanical jam occurred and it was not possible to turn off the thumbswitch. During device removal from the patient, the cutter position was reported to be outside the housing. The device was safely removed from the patient and no intervention was required, and the procedure was completed using a new h1-m device. Embolic protection (spiderfx) was used, the vessel was pre-dilated (pacific plus) and post-dilated (in.pact), and no resistance was encountered when advancing the device. The patient was reported to be alive with no injury and no health consequences or impact.